Event description:
It was reported that the patient was having inadequate pain relief with their pump medication therapy. The patient stated that they have never received therapeutic effect following the pump implant on (B)(6) 2012. The patient was diagnosed with numerous tumors and was having "extreme pain." The patient was in the emergency room on (B)(6) 2012 due to the cancer pain. An MRI was done on (B)(6) 2012 and everything "looked o.k." The pump logs were checked following the MRI and the logs were "normal" with the motor stall occurring and recovering, as expected, at the time the patient had the MRI. There were no audible pump alarms. The pump reservoir was accessed successfully, and 20cc of drug was aspirated, and then refilled with drug. A catheter dye/roller study was planned for (B)(6) 2012. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the physician performed a pocket revision on july 31 where the catheter had accidentally been sutured, restricting drug flow. Nothing was explanted and nothing was added to the catheter. The patient was reported to have been receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).